Manufacturer narrative:
The user experienced diabetic ketoacidosis (dka) requiring medical intervention while on ilet therapy. Diabetic ketoacidosis is consistent with acute metabolic decompensation requiring prompt medical management. Review of available information identified that the user presented to the healthcare provider with a blood glucose level of 636 mg/dl and symptoms including vomiting, headache, and frequent urination. The healthcare provider recommended emergency department evaluation; however, the user declined hospital admission. The user was treated with insulin and fluids and was transitioned from the ilet to multiple daily injections pending follow-up with the endocrinologist. Engineering review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate insulin delivery relative to delivery requests, and confirmed the ilet behaved as intended by generating appropriate alerts and adjusting insulin delivery in response to cgm glucose values. Based on the available information, no device malfunction was identified, and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced diabetic ketoacidosis (dka) with blood glucose (bg) levels of 636 mg/dl. The user was treated with insulin and fluids but declined hospital admission. No long-term health effects were reported.